Event description:
It was reported that there was a fracture of the component after five days probably. Five days post op, patient mentioned a heavy pain when moved by nurse in the hospital, afterwards this pain stayed and got worse, especially when moving and in adduction. Botscan was positive on this side, and the x-ray showed that the head was tilting and the stem was broken. The surgeon believes the cementing technique could not have been ok, why the implant failed and was loose which resulted in a breakage of the stem.

Manufacturer narrative:
Ithis report will be amended when our investigation is complete.